Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that control iq software decreased the pump's basal rate while the pump was not receiving blood glucose readings from the continuous glucose monitor. Customer's blood glucose level was 68 mg/dl. Reportedly, customer continued to use pump for insulin therapy.